Event description:
Hcp reported the pt presented with signs of an infection including pain, redness, and swelling for three months. The pt was treated with antibiotics and a device explant in 2004. A follow up report will be sent when additional info is obtained.